Event description:
It was reported that a connection shield ii with povidone-iodine solution had a sponge with no iodine. The reporter stated that the sponge was completely dry. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.